Event description:
It was reported the failed back syndrome patient experienced the ¿sudden onset of very uncomfortable stimulation¿ that was ¿all over her body including her lower back and both legs.¿ it was further reported the patient experienced ¿overstimulation¿ and a ¿shocking/jolting sensation.¿ upon interrogating the patient¿s implantable neurostimulator (ins), it was found the ins was set to 5.2 volts. The patient reported she had ¿not adjusted it since her last review on (B)(6) 2012 when the amplitude was set at 4.4 volts.¿ impedance testing was performed and found no out-of-range impedance values. It was noted the ¿uncomfortable stimulation ceased when the program was turned off.¿ the issue was reportedly resolved at the time of report. It was noted the patient ¿had been an inpatient for 2+ weeks for respiratory issues and was discharged two days prior to the incident.¿ there had been no mris performed during their hospital stay. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).